Event description:
Distributor requested repair of an ambulatory infusion pump due to "no downstream occlusion audible". No patient details were provided.

Event description:
Additional information was received indicating the product fault did not occur while in use with a patient.

Manufacturer narrative:
One pump was returned for analysis in used condition. Testing was able to be verified. The downstream occlusion sensor was replaced. The pump's screen and front housing were also replaced. The pump then passed all functional and delivery tests. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream occlusion sensor.